Event description:
Medtronic received information that after the implant of this mechanical aortic valve, the leaflet would not open properly. In an interventional procedure that same day, the valve was explanted and successfully replaced by a new valve. No further adverse patient effects were reported.

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, after the carbon subassembly was cleaned and dried, the leaflets were fully mobile. During sewing ring examination, the sewing cuff met specification for stitching and back-stitching. No as-manufactured surface finish anomalies were identified. The as-returned dimensions for the orifice met engineering drawing specification. The as-returned dimensions for the left leaflet met engineering drawing specification. The as-returned dimensions for the right leaflet met engineering drawing specification. The crown to notch (c-n) gap was measured. The as-returned gap for the left and right leaflets were within the engineering drawing specification. A continuous scan cmm was used to assess the roundness of the stiffening ring. The difference between the minimum circumscribed and maximum inscribed stiffening ring dimensions were within the engineering drawing specification. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. A conclusive cause of the reported event could not be determined as the device met specification. Based on the product analysis, the complaint could not be confirmed and no evidence of a leaflet motion issue was noted.

Manufacturer narrative:
The product has not been returned for analysis. Without return of the product, no definitive conclusions could be drawn regarding the clinical observation. A supplemental report will be filed if the device is returned or if additional information is obtained. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.